Manufacturer narrative:
It was reported that during an unknown procedure, the reprocessed dyonics full radius blade (yellow) 4.5mm broke off in the patient. The device pieces were reportedly retrieved from the patient through an unknown method. Due to the reported incident and the required intervention to retrieve the broken device pieces from the patient, this medwatch is being filed. The sample is not available to be returned for evaluation. A review of the device history record was performed and this indicated that all processes were conducted as required at the time the lot was processed. A definitive root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that during an unknown procedure, the reprocessed dyonics full radius blade broke off in the patient.